Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l1-5. It was reported that the tip of the driver broke off in the head of the bone screw. The broken fragment was not able to be removed so the surgeon placed the rod over the broken tip. No additional patient complications were reported.

Manufacturer narrative:
Additional info: unable to replicate customer concern; after visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The instrument appears to be capable of performing its intended function.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.